Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, triggering a lead integrity alert (lia) and then returned to baseline measurements. It was also reported that the rv lead exhibited oversensing. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical devices: d234trk, implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
The lead was explanted and replaced on (B)(6) 2013.